Event description:
The pt never received therapeutic effect from the implanted device. The pt stated that there was a "blockage" and subsequently the pump was explanted. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).